Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump reverts to a blank display when buttons are pressed and a bolus is administered. Customer's blood glucose was 100 mg/dl at the time of incident. Troubleshooting found that the display also has lines across it. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on the lcd board also, unable to verify missing segments, vertical lines on the display due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.